Event description:
User ran a pt sample which generated a high bilirubin result and no prozone error. The pt had a high igc result and the customer was expecting a prozone error to accompany the result. Same sample was run on another analyzer and a prozone error did occur. Initial total bilirubin result 24.8 mg per dl, repeated one time, in early 2009, on this analyzer gave 26.5 mg per dl (with no prozone errors). Same sample repeated on another analyzer, in early 2008, gave 27.3 and 11.5 mg per dl (with prozone errors on both results). Erroneous results were reported, it is unk it the pt was adversely affected. If additional information is received, appropriate notification will be provided.